Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system had been used for a coronary diagnostic procedure; the procedure was completed using another system. A philips field service engineer (fse) inspected the system on site and confirmed that table and c-arm geometry movements were not available. During troubleshooting the fse analyzed the log files and found that all geometry slaves had been lost and there was no 24 v dc supply for the ethercat hardware logic. The fse replaced the 24 v power supply and returned the defective unit for analysis. Laboratory analysis confirmed an electrical defect. After replacement, the system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the table and c-am geometry movements were not available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.